Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient never received effective stimulation with her scs system. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, one lead was removed and an additional lead was implanted to cover the patient's pain area. The patient reported effective stimulation coverage post-operative.